Event description:
The home patient (hp) contacted baxter's technical service representative (tsr) requesting a bypass to the next fill cycle because of stomach pain and cramping during drain 2 of 3. The drain volume was 1961 milliliters (ml) and the fill volume was 2500ml. The tsr assisted the hp to bypass. The hp's nurse stated that the home patient was diagnosed with peritonitis on (B)(6) 2010 and was in the hospital twice for the same bout of peritonitis. The patient was treated with antibiotics (unknown). The first time was from (B)(6) 2010 through (B)(6) 2010 and the second time he was admitted on (B)(6) 2010. Since then, the patient has had his catheter removed and a different access site placed in order to dialyze. The patient has been moved to a different facility and no further information is available. The cause of the peritonitis is unknown.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. This is number 1 of 3 reports opened for this peritonitis. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. Root cause investigation of this report could not be determined based on information available in this complaint report.